Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) of 594 mg/dl. The customer administered a manual injection of insulin to address the bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.